Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak coming from the cycler's cassette compartment during an unknown phase of pd treatment. The treatment was cancelled due to receiving m30 balloon valve leak warning and because of the observed leak. The patient indicated this occurred with their previous treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is a hole on the cycler set. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that no alternate treatment option is available. Upon follow up, the patient reported that treatment was not completed with alternate treatment. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. He confirmed the same lot of cycler sets was used on both treatments. The reported cycler was returned for the 2nd occurrence of the reported event.